Manufacturer narrative:
Additional information was received that the bag to vent switch was replaced to resolve the reported issue.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Krytox grease was applied to resolve the reported issue.

Event description:
The hospital reported that, during pre-use checkout, the user found the bag to vent switch is sticking. There was no reported patient involvement.